Manufacturer narrative:
The referenced patient outcome was reported on medwatch MFR report #2916596-2018-02041. Approximate age of device - 5 years, 7 months. Manufacturer's investigation conclusion: the reported driveline fault alarms were confirmed through the evaluation of the submitted log files. The center submitted five log files spanning from 02nov2017 to 28feb2018 for review. Intermittent driveline faults and corresponding yellow wrench advisory alarms were captured in the log files. Based on past experience with the hmii lvas and similar reported events, the driveline fault alarms that were confirmed through the analysis of the submitted log files could be indicative of an issue with the driveline. These alarms did not affect the system controller's ability to support the pump at the set speed. The pump was returned and evaluated under medwatch MFR report #2916596-2018-02041. Breakdown of the red wire inner conductors was observed during the evaluation. The conductor breakdown of the red wire would have contributed to the driveline fault alarms if the damage was present at the time of the events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system was producing driveline fault alarms. X-ray images of the driveline submitted for review were unremarkable. No pump stoppages or speed drops were reported or observed upon log file review. The patient was reported to be asymptomatic. The patient expired on (B)(6) 2018 and the pump was returned for evaluation. The investigation of the pump identified conductor breakdown of the red wire.